Event description:
It was reported an issue with monomend mt suture. The client (veterinarian) reported that in the last 2 sutures used in this box, the needles were not attached to the suture. No further information has been received.

Manufacturer narrative:
G4: reported device marketed in the u.s. Only for veterinary use, however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Related 510k number k011375. Summary of investigation: there are no previous complaints about this code batch, two complaints received from the same distributor at the same time for needle detachment. We manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received 3 open and unused samples with the needle detached from the thread (threads are still wound on the pack). However, without closed samples a proper analysis cannot be carried out. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the sample received shows that the needle escaped from the thread. Final conclusion: considering that the samples received show that the product does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologize for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.